Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no actions or interventions have been taken to resolve the patient¿s ins moving in the pocket, and adaptive stimulation issues. They stated that the patient¿s adaptive stimulation has been left on. The rep mentioned that the patient is doing well with their implant at this time and doesn¿t mind automatically adjusting their settings. The issue was not resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that they were unable to orient the patient¿s implantable neurostimulator (ins). They stated that during the initial setup of adaptive stimulation, the ins was showing upright when the patient was lying down. The rep indicated that the patient is greater than 30 days post implant. The rep stated that the ins is moving slightly in the pocket during the positional changes. They mentioned that lying left and lying right don¿t appear to be setting, and alerts to either having the ins set the position or canceling and retrying. The rep indicated that it appears to be overlapped. They stated that the patient reported they hit their ins pocket on a wheelchair a few weeks ago, which could be related to the issue. It was noted that the pocket did become sore afterwards. The rep stated that they will meet with the patient in a few more weeks to attempt orientation again. They mentioned that the thought was to see if the ins will scar in more than the current status. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.